Event description:
A report was received that the patient's ipg stopped working after an exposure to a magnetic resonance imaging (MRI). The patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of the ipg not working has been confirmed. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The exposure to MRI resulted in the reported complaint.

Event description:
A report was received that the patient's ipg stopped working after an exposure to a magnetic resonance imaging (MRI). The patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.